Event description:
It was reported that the device was in use on a pt and the pt was reported to have expired. The device was in niv/mask ventilation. A family member was reported to have been present and may have been depressing the alarm silence button on the device at the time of the reported occurrence. The initial reporter indicated that the family member is pursuing litigation against the facility regarding the reported event indicating negligence by the hospital staff. The initial reporter stated that there was no report of a malfunction, user error, or lack of performance of the device. The device log was downloaded in front of the customer. A review of the device log indicates at the time of the reported occurrence, the device alarmed appropriately and someone was present and silenced the alarm.